Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon opening the pack it was noted that the green arteriotomy locator was missing from the sealed pack. Another angio-seal set was used to finish the case. The puncture site was on the right femoral artery and the operator was a trained user. The patient was stable and there were no patient consequences.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Refer to add'l documents in i2k.

Event description:
Additional information was received on 5/2/2018: the case being performed was an embolization case. A new angio-seal kit was pulled to complete the case.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8fr angio-seal evolution device was received for product analysis. All accessory components except the arteriotomy locator were returned in the shelf pack. Additionally in the shelf pack there was a partially opened polyfoil pouch. Upon peeling back the opened section of the polyfoil pouch the anchor appeared exposed and the bypass tube was located proximal to the anchor. Based on the returned device, the complaint could be confirmed for both a missing arteriotomy locator and a dislodged bypass tube. The exact cause of the reported event has been deemed manufacturing related.